Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and the impedance trend was rising. Between (B)(6) 2016, rv pacing impedance rose from 380 ohms to 1482 ohms. No oversensing was observed in the data. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Since (B)(6) 2015, rv capture threshold consistently measures greater than 2.5 volts. Analysis of the device memory indicated a r-wave amplitude measurement issue. The r-wave amplitude has been low since (B)(6) 2015. The current measurement is 3.375 mv. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: product ID 4076-52 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a patient alert. The lead had a no capture at maximum output and high impedance. A fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.